Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation noise was confirmed by the analysis based on the finding of fractured conductors approximately 43.9 millimeter from the severed end of the tip segment. Fracture characteristics were consistent with cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The lead was explanted. No additional adverse patient effects were reported.